Event description:
It was reported that a rise in capture threshold had been observed on the atrial lead. No patient symptoms were reported. Other electrical values were normal and the lead remained implanted.